Event description:
It was reported the device exhibited an air in line alarm. The product fault occurred during testing, there was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a bubbled dso seal. There was no evidence in the event history log. Functional testing was able to verify and duplicate the issue. It was determined that the inoperable air detector was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.